Event description:
Styker suction irrigator started smoking during surgery. Device had been used as intended during laparoscopic appendectomy. Device was sitting on drapes and started functioning without button being pressed. Cst [certified surgical technician] immediately checked device and found it to be smoking. Device was immediately removed from field and thrown on floor. Device was disconnected from batteries and stopped working. No scorch marks. No damage done to drapes. No patient contact. Assessment of patient shows no burns or abrasions. Styker representative was called to room and was given device information.